Event description:
Since implant, when the pt rubbed the implantable neurostimulator (ins) pocket site or got in certain positions, she had a jolting sensation in the pocket. The pt had 2 programs: "#1 imp 332 & ma 14.0, #2 imp 281 & ma 19.2". The pt was brought in to the office in (B) (6) of 2009 because, the programmer was showing a doctor symbol and the stimulation was not working. The nurse reported an eri (early replacement indicator) code was showing with the physician programmer. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).